Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089797) on 27-sep-2019. The most recent information was received on 28-jan-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included iron. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy mentrual cycle"), arthralgia ("joint pain"), fatigue ("fatigue"), application site irritation ("patches"), dysmenorrhoea ("unusual clumping during menesis"), menstrual disorder ("blood clots with menses") and rash ("patches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, menorrhagia, arthralgia, fatigue, application site irritation, dysmenorrhoea and rash outcome was unknown. The reporter considered application site irritation, arthralgia, back pain, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder and rash to be related to essure. The reporter commented: an injury (disability/permanent damage) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Essure removed date was added to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.